Manufacturer narrative:
A device history record review was performed for the subject device: part number: 04.124.415, synthes lot number: 7530098, release to warehouse date: 13 july 2011, manufacturing site: (B)(4). Lot 7530098 was manufactured from blank 60067382 lot 14324, release to warehouse: 22 june 2011, supplier: (B)(6). The material release certificate was reviewed and found to comply with the specifications. Nonconformance (ncr) was generated during production for part# 04.124.415. This ncr documented a rework due to some scratches on the surface. The rework was done according validated procedure and parts were released. There is no indication that the rework could be linked to product failure. An investigation was performed for the subject device: the investigation has shown that the plate is broken as complained. The breakage occurred at level of the holes va 2 and va 3, the surface is scratched and in the area around the breakage the golden-color layer (anti-oxidation layer) is missing. The review of the device history record revealed that this implant was manufactured in july 2011 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The measurement of the relevant features has shown that the dimensions are in accordance with the technical drawing. The holes va 2 and va 3 could not be verified due to the damage incurred, but the holes va 1 and va 4, closest to the breakage area were reinspected and found to be conforming to the specifications. Since all the holes are manufactured in the same production step, using the same cnc program and tools (repeated features), it can be stated that holes va 2 and va 3 are in specification, as well. The plate thickness and width were measured in various points of the plate and found in specification. The va-lcp condylar plate is made of ti al6 nb7; the review of raw material certificate indicates that material conforms to specifications. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Date of event is unknown. Additional device codes: hrs and hwc. (B)(4) - used to capture additional medical/surgical intervention required. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent initial implant surgery. Post-operatively, approximately three months post implant, a variable-angle condylar plate broke. The revision surgery took place on (B)(6) 2018 due to broken plate and delayed healing. Patient did not have infection, visible allergic reaction or inflammation. Reportedly, two months after the revision surgery, patient outcome is ok but still in the healing process. This report is for one (1) 4.5mm ti va-lcp crvd condylar plate/14 hole/301mm/left. This is report 1 of 1 for (B)(4).